Manufacturer narrative:
Evaluated one open and used reservoir only, transfer guard not returned. Performed pre-fill reservoir test using a new lab transfer guard. Reservoir no leakage anomaly was observed during filling.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir leaks at past 2nd o ring. The customer's blood glucose was 78 mg/dl. The product was returned for analysis.